Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) due to dislodgement. A lead revision procedure was performed and the rv lead was successfully repositioned. This product remains in service. No additional adverse patient effects were reported.